Manufacturer narrative:
The patient sample was provided for investigation and the values obtained at the customer site could be reproduced. No interfering factors were found in the sample. The investigation could not identify a product problem. The different ft3 values generated with the different analyzers are caused by differences in the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used.

Manufacturer narrative:
Sample from the patient was requested for further investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient from the cobas e 801 module. The serial number was requested but was not provided. Sample from the patient was submitted for investigation and was tested on accuraseed (wako), an architect analyzer, and a cobas e 801 module. The customer reported out the results to a physician who asked for re-measurement of the sample. This medwatch is for ft3. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.